Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that due to the patient's active lifestyle, the patient underwent a pocket revision to reposition the device in a more stable position. The device remains in use. No patient complications have been reported as a result of this event.